Manufacturer narrative:
Citation: abu saleh wk et al. Vascular complication can be minimized with a balloon-expandable, re-collapsible sheath in tavr with a self-expanding bioprosthesis. Catheter cardiovasc interv. 2016 jul;88(1):135-43. Doi: 10.1002/ccd.26336. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature review the outcomes of transfemoral transcatheter bioprosothetic aortic valve replacement with tavr with a self-expanding prosthesis (corevalve, evolut r). Data were collected from two centers between 2014 and 2015. The study population included 64 patients, 59 of which were implanted with a corevalve (serial numbers not provided). The study population was predominantly male; mean age 79 ± 9 years years). Among all patients adverse events included: low implant position with subsequent moderate paravalvular leak (pvl) treated with valve-in-valve, complete heart block (chb) treated with permanent pacemaker, left ventricular perforation treated with surgical repair, and mild paravalvular leak (pvl). Based on the available information, these events may have been attributed to medtronic product. No additional adverse patient effects or product performance issues were reported.